Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the physician reported he was performing a procedure on the brachincephalic trunk of a pt. The physician reported feeling some resistance into the non-boston scientific balloon as the guide wire was inserted into the heart. It was at that time, the physician reported the guidewire appeared to be stuck. An attempt was made to remove the guide wire with the balloon, but it bent the guide wire. As a result, the guide wire had to be forcibly removed and subsequently tore. The guide wire was successfully removed, and the patient is reportedly fine.

Manufacturer narrative:
The complaint of resistance being felt with the guide wire in question and the non-boston scientific balloon catheter could not be confirmed. The guide wire was returned in two separate segments with the proximal end wound up into a loop and returned in a plastic bag, also returned in a separate bad was a non-boston scientific balloon catheter. The separated distal nitinol tip was approx 20cm in length. The remainder of the tip was not returned. The break at the distal end of the proximal core wire segment was looped with several kinks observed. An attempt to flush the catheter was unsuccessful, as the lumen appeared to be occluded. The measurement on the proximal segment from the ptfe termination to the break measures approx 12.5cm indicating a break also occurred approx 1cm to 2cm proximal to the nitinol tip termination. The break in the nitinol segment was noted to be a clean break that would suggest a tensile break. Characteristics suggesting the wire may have been cut, was not visible. Therefore, it was determined that the separation was indicative of a kinking or torsion type break. The break occurred in the more rigid portion in the proximal end of the wire. A device history review (DHR) revealed no unusual events in the assembly of the device, or abnormal factors for the materials utilized in the making of the device. The characteristics of the break are similar to those observed when severe kinking/prolapse occur and result in a break and not those seen in tensile type breaks or a failure of the material. Boston scientific believes that the described malfunction most likely occurred as a result of use conditions. It is not known whether radiographic visualization occurred within the failure segment during use. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Nevertherless, the instructions for use (IFU) gives adequate instructions, cautions and warnings to the user to avoid such situations. The IFU also gives clear indications that brand of guide wires in question are not intended for use within the coronary vasculature.